Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. On monday after dinner, customer's blood glucose were high and a correction injection given 8:54 p.m. Blood glucose read 200. Customer changed set and site. Tuesday, at 6:30am blood glucose were 411 and correction injection given. About an hour later, blood glucose was 423. Customer contacted md. Md advised customer to go the the hosp. When customer got to the hosp, blood glucose was 146-148. Customer tested with her meter and blood glucose was 145. Performed high pressure test. Pump did not pass. Customer changed set and repeated the high pressure test. Pump did not pass.